Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 40 mg/dl. Carbohydrates were consumed to treat bg. Reportedly, the customer alleged that the basal software did not suspend insulin delivery. Review of the pump data by tandem engineering verified that the insulin delivery did suspend when bg level was 152 (mg/dl) due to the customer's bg level decreasing rapidly. Additionally, insulin delivery was suspended from 8:40 am until 9:29 am. Upon relaying the information to the contact, the contact acknowledged that the pump was functioning as intended.